Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs slim tip lead, model: 3186ans, UDI: (B)(4), serial: (B)(4), batch: a000106915.

Event description:
It was reported one of the patients leads migrated after a fall .surgical intervention took place wherein the lead was explanted and replaced. Therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.